Event description:
It was reported that impedance was greater than 2500 ohms, and there was undersensing and oversensing. A lead revision was scheduled. No patient complications have been reported as a result of this event. Additional information was received reporting that when the lead was tested with the analyzer, electrical parameters were good. However, the md decided to cap and replace the lead along with the competitor device.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Attempts have been made to obtain the device model and serial number but have been unsuccessful. Without a device serial number, the manufacturing date cannot be determined.